Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the hospital for a follow-up post-appropriate shock the nigh before. Device interrogation revealed high out of range hvli during the shock. All other lead measurements were in range. The patient was stable throughout interrogation and will continue to be monitored.